Event description:
Patient presented for a pump refill in 2005 and a 7 ml volume discrepancy was noted. The patient was not having any increased pain or symptoms of withdrawal. About 14 days later a rotor study demonstrated the rotor did not move. The patient is scheduled for a pump replacement.